Event description:
Senseonics was made aware of an event where the system triggered false hyperglycemia alerts on (B)(6) 2021 at 08:50 am and 10:21 am. Patient provided the below examples. 8:50 am sg 249mg/dl bg 158mg/dl. 10:21 am sg 330 mg/dl bg 80mg/dl. User received high glucose alerts and they were not symptomatic. Patient did not require any medical assistance because of no symptoms.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation on the user's data in data management system (dms), the mismatches reported by the customer could be verified and confirmed. The inaccuracy of the sensor was potentially caused by the noisy glucose response. Sensor was requested to be returned for further evaluation. As part of the standard returned product analysis, a sensor functional performance test was performed on the returned sensor following the decontamination process. This test measures the sensor's fluorescence characteristics with respect to changes in glucose solution concentrations and temperature changes, and compares the results to the performance measured during the initial manufacturing of the same sensor. A review of the test results did not reveal any malfunction. Hence, the root cause of the issue cannot be conclusively determined based on the returned product analysis as the failure mode that presents itself in the body could not be reproduced in the lab. The potential cause for this type of behavior in sensor performance might be due to lack of hydration of the hydrogel after insertion. The sensor was replaced with a new one.